Event description:
It was reported that during an attempted implant, upon placement of the left ventricular (lv) lead, the delivery catheter broke while slitting. The proximal portion of the catheter broke off leaving nowhere to grasp to continue slitting. The physician used a pair of scissors to cut the catheter body until the slitter could be reinserted and a clamp used to grasp the catheter. The slitting was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).